Event description:
A device report from (B)(4) indicates a hospital in the (B)(6) reported: two shortcuts broke during cutting a plate. Both shortcuts, same lot number, broke during sawbone workshop, normal use.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation has shown that the upper part on both of the shortcuts is indeed broken off as complained. The review of the production history revealed that this lot in question was manufactured in july 2009 according to the given specifications. No manufacturing related issues were found. The broken surfaces of the shortcuts are homogenous which indicates material conformity as well. Note that it is clearly visible that the plate was held in the identical position. Note that it is vital to be cutting plates which are within the given range of 1.5 mm, 2.8 mm. Based on these findings we conclude that excessive mechanical force or possibly inappropriate use has resulted in these breakages. These instruments were manufactured according to the given specifications.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was received, the investigation is ongoing.